Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy when the device diagnosed an svt as a vt. Programming changes were recommended. Device remains implanted.